Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the guide wire. A 2.1mm jetstream(tm) xc atherectomy catheter over a non-bsc guidewire was selected for an atherectomy procedure of a long, moderately calcified lesion in the superficial femoral artery (sfa). After successful atherectomy through approximately (B)(4) of the lesion, the device wouldn't track any further and got stuck on the wire. Everything was removed together and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was reported as fine.